Manufacturer narrative:
(B)(4). The injection port with the locking connector, tubing strain relief, 3cm of catheter and the port applier were returned for analysis. Upon visual inspection, it was observed that the actuator ring was in the unlocked position, the hooks were retracted. Biological debris was observed inside the actuator ring. Upon microscopic evaluation, it was observed that the septum was punctured four times. The port applier was returned in the unlocked position and the handles were covered of green and brown colored substance. A blockage test was performed on the injection port with successful results. A leak test was performed on the injection port with successful results. A functional test was performed on the injection port with the port applier with a successful result. The hooks deployed and retracted with no issues. A functional test was performed on the port applier with a successful result. The applier fired and the actuator was rotated without any issues. The devices were returned fully functional. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.

Event description:
It was reported that during a port replacement procedure, the anchors would not deploy. Another port was used to complete the procedure without any impact to the patient.